Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "no vacuum during I/a" (aspiration issue). A customer reported the system had no vacuum in irrigation/aspiration mode. The nurse attempted using different handpiece, but the unit could not draw vacuum. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The service rep checked all system parameters and all met specs. The customer will recheck their cassettes and handpieces and contact sales if needed. (B)(4).